Event description:
The lay user/patient called lifescan in 2005 and alleged that his meter was set to the incorrect unit of measurement. The patient visited his physician to perform a meter to lab comparison. The patient's meter result was "15.2mmol/l"; however, the patient interpreted the result as 152mg/dl. When converted the result would be 274mg/dl, the lab was 261mg/dl. The patient has symptoms of dizziness and a mild headache. Based on the patient's meter results, the patient decreased the patient's oral medication regimen and removed one of his oral medications. It was not until the time of the phone call to lfs that the patient discovered that his meter was set incorrectly. This complaint is being reported as an adverse event, because the meter was set to the incorrect unit of measurement, leading the patient to believe that his blood glucose was lower than it actually was. The patient reported symptoms of hyperglycemia at the time of having a blood glucose result of "15.2 mmol/l". Based on this mininterpreted result; the physician decreased the patient's medications, when treatment should have been to decrease his blood glucose. A replacement meter has been sent.